Event description:
The dealer states the tire on the right wheel has gouges out of it. The dealer can't figure out what has happened. The consumer is in a nursing home, so chair runs on smooth floors. The dealer does state that he plops down quite hard when he transfers. He had the same type of tires on his previous chair and never had any problems.